Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a hole in the sheath tank restrictor line. The fse replaced the line to resolve the leak and the "sheath tank not full" errors. (B)(4).

Event description:
The customer reported clear fluid dripped from under the coulter lh 750 hematology analyzer. The customer indicated that approximately 5 ml of fluid leaked and was not contained within the instrument. The customer was unable to locate the source of the leak. The customer stated that the instrument generated "sheath tank not full" errors at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.